Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium results on alinity c processing module for a patient. The results provided were: on (B)(6) 2025 ,sid (B)(6), initial sodium=114 mmol/l /repeated on alinity (B)(6)=144 mmol/l laboratory reference range for sodium=136 to 145 mmol/l . There was no reported impact to patient management.